Event description:
A power source alert 07 was reported. The customer's blood glucose level was not impacted, remaining below 500 mg/dl (27.7 mmol/l). Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.